Event description:
It was reported that the patients device was requiring additional charge time and therapy was no longer lasting. The patient underwent a battery replacement procedure. The explanted ipg was discarded.